Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. It is reported a bd employee was getting their blood drawn and heard phlebotomist say, "I hate when these tubes do this, they are defective and don¿t allow the blood to flow in. This happens often. This happens often.¿. The bd employee let her know that I would report her concerns of a defective product to our product complaints department.". 08-dec-2020: received call from phlebotomy supervisor: the supervisor reported "that sometimes product 367820 does not fill all the way. There is no specific lot number as it happens every so often. There is no samples available, no patient involvement and no other information is available.".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. It is reported a bd employee was getting their blood drawn and heard phlebotomist say, "I hate when these tubes do this, they are defective and don¿t allow the blood to flow in. This happens often. This happens often.¿ the bd employee let her know that I would report her concerns of a defective product to our product complaints department." (B)(6) 2020: received call from phlebotomy supervisor: the supervisor reported "that sometimes product (B)(4) does not fill all the way. There is no specific lot number as it happens every so often. There is no samples available, no patient involvement and no other information is available."